Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported the patient needed her implant removed because the implant was causing her a lot of burning pain sensations and was getting hot at the implant site. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.